Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, there was separation of cap from the rubber stopper. This occurred with one tube. No patient impact reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Therefore, 29 retained samples underwent functional testing, and none of these samples failed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, there was separation of cap from the rubber stopper. This occurred with one tube. No patient impact reported.